Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was 406 mg/dl. The customer was advised and explained the recurring no delivery alarms may be due to site, set or reservoir issue. The patient doesn't tried different cannula and the insulin is not expired or denture. The patient does rotate sites and avoid scar tissue. The customer stated that they don't want to troubleshoot for recurring alarms. The customer was advised that the device would be replaced. The customer was advised to retrieve and save pump settings. The customer was advised to discontinue use of the device and revert to a backup plan.